Manufacturer narrative:
The therapy date(s) for the following device(s) are unknown: model: 3186, scs lead. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) experienced loss of stimulation. Diagnostic testing identified invalid impedance measurements. In turn, surgical intervention was undertaken during which intra-operative testing revealed the issue was attributed to the patient's extension. As a result, the physician explanted and replaced the extension. Stimulation was restored post-operative.